Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher wire was returned for evaluation and the implant coil was not attached. The v-grip controller used for the procedure was not returned; therefore, analysis of the controller could not be performed. The monofilament was fractured. The proximal end of the pusher was noted to be kinked at the connector and was unable to be inserted into the funnel of a detachment controller for testing. There was no evidence of thermal detachment or other damage to the delivery pusher. Results of the product evaluation confirmed fracture of the monofilament, which is consistent with the monofilament being subjected to a force exceeding its tensile strength. There was no evidence of thermal detachment and as the implant coil was detached from the pusher, functional analysis of the device for the reported non-detachment could not be performed. Based on the available information and product evaluation, the root cause for the non-detachment cannot be determined.

Event description:
It was reported that after placing an azur embolization coil at the treatment site, the coil did not detach. During removal of the coil into the microcatheter, the coil unexpectedly detached. The detached coil was pushed out of the microcatheter with a guide wire and placed in the intended position. There was no reported patient injury and there was no health damage.